Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Chronic high impedances were reported. Physician may consider a lead replacement during the device change out. Device has not yet reached eri; (B)(6) 2016 it was further reported that the lead had continued impedance issues, and was partially capped. Replaced pace/sense portion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.